Event description:
In late 2008, the nurse reported that four days prior, the pt received a new miniset transfer set. The miniset transfer set disconnected from the titanium adapter sometime between the night of the day prior to original date, and the morning of the same day. In the morning of the same day, the pt's leukocytes were augmented and she received 2 grams vancomycin and 1 gram fortum (route unk).